Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had buttons are sticky and sometimes did not work properly. The customer¿s blood glucose was unknown. Customer stated that insulin pump had cracked on screen and scratched on buttons. The insulin pump will be returned for analysis.